Event description:
(B)(4) received a call on 03/31/2016 reporting a medical intervention that occurred. Patient refused to give the majority of information requested by (B)(4) to submit an adequate medwatch report. The following is the only information the patient voluntarily disclosed: patient stated that he had been to the hospital once before due to the prodigy meter giving false readings. Patient stated that the result on the prodigy meter at the time of this latest event was over 500mg/dl. Due to the high reading patient was prompted to take more insulin. Patient stated that when he arrived at the hospital to which he went on his own, his blood glucose was 85mg/dl with the hospital's meter. Patient also stated that the suspect meter is his mother's meter and he uses it because he is a diabetic also. The suspect product was not returned to (B)(4). (B)(4) sent a record review request to manufacturer for the suspect devices.